Manufacturer narrative:
UDI #:unknown because lot/serial number is not available. Expiration date: lot# was not provided and therefore the expiration date is unknown. Implanted; give date: not applicable. If explanted; give date: not applicable. (B)(6). (B)(4). Device manufacture date: lot# was not provided and therefore the manufacture date is unknown. All pertinent information available to abbott medical optics has been submitted

Event description:
It was reported that a zcb00 intraocular lens (iol) was damaged on top of a 1mtec30 unfolder cartridge. Incision enlargement was required. The lens was replaced with another zcb00. No other patient injury was reported. No further information was provided.

Manufacturer narrative:
Device evaluation: the complaint device was not returned to the manufacturer for evaluation as it has been thrown away. Therefore, reported complaint could not be confirmed. Manufacturing records review: the manufacturing records could not be reviewed since the lot number of the suspect product is unknown/not provided. A review of the historical complaints did not identify any product deficiency. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the labeling review, and historical complaint data review, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.